Manufacturer narrative:
The event unit was returned for evaluation. Upon evaluation, engineering confirmed the complainant's experience of insulation damage. The unit had a visible scrape mark and burn mark on the insulation sleeve. Engineering's analysis has determined that the compromised insulation sleeve was due to damage by another instrument used during the procedure. It was noted that the burns were located in between a notable gash on the insulating sleeve. The gash followed the same path as the burn mark. It is likely that the gash was created prior to the burning of the dielectric sleeve. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Operative laparoscopy - "insulation on the shaft of the scissor was compromised. It was burned on the outside of the shaft near the metal, approximately 4 in from the end." Additional information received december 7, 2016- "applied medical visited (B)(6) on november 3rd, 2016 regarding (B)(4) (a cer referencing insulation damage). In discussions with the scrub tech, she commented that, in her opinion, the rotation knob heating up ((B)(4)) was not a serious issue and the concerns from the surgeon were most likely stemming from the incident related to the insulation damage for (B)(4). We haven?t received the product back and cannot confirm the original cer." Type of intervention - "completed procedure with another scissor" patient status - "no damage to the patient"